Manufacturer narrative:
The insulin pump was received with loose/slanted drive support disk and a missing address/serial number label.

Event description:
Customer's mother called regarding the field notification letter. The drive support cap is slanted. Advised not to press the drive support cap and to discontinue use of the insulin pump. Nothing further reported.